Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported a left side rupture and axillary siliconomas diagnosed by MRI. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
B5, d6b, g.2, h6. Device photo analysis: visual analysis of the photographs identified a broken device, side and batch number not confirmed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.